Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 2.8, lab: 1.8. Pt's target therapeutic range is 1.9-3.0. Results done within an hour of each other.

Manufacturer narrative:
Investigation pending.